Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was 400 mg/dl as the highest. Reportedly, the alarms were cleared and insulin delivery was resumed to address the issue.